Manufacturer narrative:
.

Event description:
The hcp reported that a bridge bolus was not performed after the drug concentration was changed. The hcp realized it 1 minute after updating the pump. The pump was reprogrammed. The hcp was unaware of any patient symptoms related to the event. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates dilaudid.